Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not returned, no further investigation can be performed at this time. Based on the information available, it is not possible to establish the root cause of the reported device migration. However, based on the documents review, no manufacturing deficits were identified.

Event description:
On (B)(6) 2019, a perceval pvs23 implant attempt occurred through mini-sternotomy. No technical issues were reported during the implant procedure. However, after coming off bypass, the tee showed significant aortic insufficiency. The procedure was then converted to full sternotomy and the aorta was cross clamped again. When the aorta was re-opened, the migration of the perceval valve was observed. As reported by the physician, no CPR was performed, and nothing unusual was reported for this case that could explain the device migration. The pvs23 was consequently explanted and a conventional stented tissue valve was implanted. The total or time, cpb and cross-clamp time were reportedly significantly longer, apparently. The valve was discarded after the procedure. The patient did quite well after surgery. The manufacturer was also informed that this patient passed away a few weeks later (event not related to the perceval valve).